Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported replacing the lead and extension resolved all of the issues.

Manufacturer narrative:
Other medical products in use during the event include: brand name: activa, product ID: 3389s-40 (lot: va0vcw9), product type: 0200-lead, implant date: (B)(6) 2015, explant date: (B)(6) 2024. Brand name: activa, product ID: 3708660, product type: 0191-extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was high impedances on all contacts over 5k. The lead was explanted on (B)(6) 2024. The battery and extension are being explanted on (B)(6) 2024. It is unknown if the issue has been resolved at the time of this report. No symptoms were reported.

Event description:
Additional information received, from the manufacturer¿s representative (rep). Which was confirmed, with the healthcare provider (hcp). Reported, the extension was removed on (B)(6) 2024, to be compatible with a sensight lead, to try and resolve the high impedances. The lead was replaced. The cause of the high impedance wasn¿t determined. And it was unknown, if it was resolved.

Manufacturer narrative:
H3: analysis of the lead (l/n va0vcw9), found the conductor on the body of the lead was broken, due to overstress/damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.